Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device identified proximal stent damage. Strut on the first three rows from the proximal end were raised distally and misaligned. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with a pig-tailed mandrel inserted which was unable to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with an unspecified balloon and then a 3.00x38mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a 3.0x38mm non bsc stent. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.